Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was ruptured. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log was not applicable. Functional testing was able to duplicate the customer reported issue. The investigation determined the problem was due to a faulty printed wire assembly (pwa). The pwa and dso seal were replaced.

Event description:
It was reported that the device was showing error code 45639. Per reporter, the event occurred while powering up the device. No adverse event/patient harm reported.